Event description:
It was reported that one year ago the pt underwent surgery with the device. During surgery, the blade broke. Now the pt underwent a different surgery and during this surgery, the surgeon found parts of the blade. It was removed. No consequence for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info not available; device not returned for analysis.